Event description:
On 3/9/06 the surgeon implanted a crystalens in the pt's right eye and reported that he "implanted the crystalens iol upside down in the eye due to error on box photo". Specifically, the physician used the artwork on the back of the lens box as a reference for instruction on proper placement in the eye. The lens packaging depicts artwork of a crystalens on the front of the package and the mirror image of the lens on the reverse side. The iol depictions on the outer box carton are intended as artwork only and do not provide a point of reference with respect to the eye. On 3/10/06 the physician performed secondary surgical intervention to reposition the lens. The pt's pre-op bcva was 20/70 and manifest refraction was -2.00 sph. The pt's 1 day post-op ucva was 20/200 (post-op bcva & mr were not provided). After the lens respositioning, the pt's ucva remained unchanged.

Manufacturer narrative:
H3: the device history records were reviewed and there were no discrepancies or unusual findings. The iol remains implanted in the pt and is therefore unsvailable for evaluation, however co did evaluate the device packaging with regard to the physicians complaint. During the course of cos investigation into the issue, it was noted that this was the physicians 2nd surgery with the crystalens. On 11/29/05 the physician impalnted a crystalens successfully in the pts (same pt) left eye. The surgery & postoperative course were uneventful. The physician had registered for a crystalens training course and did not attend, which may have been a contributing factor in the incident. The instructions for use provided with each device clearly describe proper lens placement. This is the only reported incident in appro 14,000 surgeries with the model at -45se lens. Although this appears to be an isolated incident and the likelihood of recurrence is remote, the MFR intends to update the artwork. Eyeonics consulted with their med monitor/ophthalmologist on the issue. His impression was that intervention to reposition the iol was not warranted. There is no anticipated adverse impact to the pts visual acuity if the lens were to remain upside down in the eye.